Event description:
It was reported that when the patient was initially implanted there was swelling around the incision. An infection was ruled out as a cause but it was thought the event was possibly due to twiddling syndrome and it was felt the patient was twiddling the pump. The patient was currently ¿fine.¿ this device system delivered infumorph. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).